Event description:
Healthcare professional, via literature article titled "epstein barr virus (ebv) positive large b-cell lymphoma associated with breast implants: a case report.", reported capsular contracture baker grade iii and epstein-barr virus (ebv)-positive diffuse large b-cell lymphoma (dlbcl) associated with breast implants which is not device related. This record is for the right side. Capsulectomy performed. The device has been explanted and it's unknown if replaced. Manufacturer of device is unknown.

Manufacturer narrative:
Article citation: patarroyo, liceth lorena et al. ¿epstein barr virus (ebv) positive large b-cell lymphoma associated with breast implants: a case report.¿ jpras open vol. 46 86-92. 4 sep. 2025, doi: 10.1016/j.jpra.2025.08.036. Continued e1 - additional initial reporter: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture grade iii. The event of capsular contracture grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.